Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with two proglide devices were attempted in a common femoral artery using the preclose technique prior to a percutaneous endovascular aneurysm repair (pevar) procedure. Reportedly, after deployment of the device, when harvesting the sutures, the sutures pulled out of the patient anatomy. Another proglide device was attempted; however, the suture of this device appeared to be extremely long and the whole suture pulled out of the anatomy when trying to advance the knot. Four additional proglide devices were used for successful suture placement using the preclose technique. The pevar procedure was completed. Hemostasis was achieved using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported "extremely long suture" was not confirmed because the entire suture was not returned. Failure to deploy the suture could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that suture placement with one proglide device was attempted in the left common femoral artery (lcfa) and one proglide device was attempted in the right common femoral artery (rcfa) using the preclose technique. Two additional proglide devices were used for successful suture placement using the preclose technique, one in the lcfa and one in the rcfa. Hemostasis was achieved in both the lcfa and rcfa using the pre-placed sutures from proglide devices and an additional proglide devices placed in the lcfa and rcfa after the pevar procedure. No additional information was provided.